Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and peripheral neuropathy. It was reported that the patient was experiencing shocking. The patient stated that yesterday they had lifted an arm to put on deodorant and they got a shocking sensation throughout their body. The patient stated that this lasted until it was turned off. When the patient turned the device back on they couldn't get to current setting a. The patient has turned stimulation back on today. The patient tried to replicate the shocking on the phone and it did not happen. The patient stated that they would like to see a manufacturer's representative (rep) as their stimulation needs to be adjusted. The patient said that the program is erratic for a few days before the shocking started. The patient called back the next day and stated that they hadn't been contacted yet. The patient stated that they are living in a senior center with an md on staff and they need someone to come reprogram them as they have moved away from their former healthcare provider (hcp) . The patient stated that they don't have an healthcare provider (hcp) at this time and no way to get there. Patient services sent the patient a list of hcp's and sent another message to the rep. The rep called in and stated that they had spoken with the patient and they were going to see the patient that day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the shocking was due to the patient brushing their teeth. The patient stated that the shocking passed in a moment. The issue has been resolved at this time.